Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit noise oversensing in association with the cardiac resynchronization therapy defibrillator (crt-d). Anti-tachycardia pacing (atp) and inappropriate shock occurred as a result. Troubleshooting of the device system identified the presence of noise without patient movement. The shock and atrial channels were noted as clean. Pacing thresholds were within normal limits. It was also observed that the daily measurement of rv pace impedance was greater than 2,000 ohms intermittently. The first time this impedance issue was observed was during this office visit. The patient was noted as not pacemaker dependent, therefore there were no adverse patient symptoms beyond the unplanned surgical intervention to remove this lead.

Manufacturer narrative:
This lead and the associated crt-d were removed from service and are not expected for return to boston scientific at this time, per the boston scentific local area sales representative.